Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the battery compartment was cracked. It was noted that the battery cap was not able to be secured properly to the battery chamber. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/25/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found occurrences of power reboot on the day of the complaint. Investigation found that the battery cap o-ring was broken but the cap was able to tighten securely and the pump was able to power up with the returned battery cap. A test battery cap was used instead for the remain testing. The pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened to further investigate and no internal issues were found. The reported power issue was confirmed in the black box but was not duplicated during the investigation.